Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the rf (radio frequency) head connection is loose on a printed circuit board assembly. It was noted the programmer was able to interrogate however moving rf connector significantly changed signal strength.

Event description:
It was reported the connection for the rf (radio frequency) head is broken/bad. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).